Event description:
Operative procedure: l total knee replacement arthoroplasy with on-q postoperative pain pump placed in subcutaneous tissue. Forty-four days later pt returned to surgery to debride two eschars of left knee and place a split thickness skin graft.